Event description:
Percutaneous coronary intervention (pci) was performed in the 90% stenosed lesion located in the non-calcified and severely tortuous mid left anterior descending artery (lad). It was reported that the physician experienced difficulty during withdrawal of the imaging catheter as it passed the area of the implanted stent. The imaging catheter was removed; however, the image was lost. A new imaging catheter was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the reported batch and no information relevant to the reported event was found. Two similar complaints by event description were found in the same lot. The guidewire exit port and radio paque (ro) marker were damaged when received. During investigation, bloodstain was observed in the distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. The radio paque (ro) marker was bent. The guidewire that used during procedure was returned kinked. The returned guidewire cannot be inserted into the catheter's guidewire port due to bent in the ro marker. The root cause for the bent ro marker cannot be definitely determined. The guidewire exit port was lifted and torn 1.0 mm long. Damage to the guidewire exit port was likely due to procedure/anatomical factors encountered during procedure. No image appeared as a result of imaging core wind up in the hub assembly. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. The atlantis sr pro2 product labels contain dimensions of the catheter tip as well as the following warnings in the dfu: "do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower that the catheter body of forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation of bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment". The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the cause of this event is being classified as operational context. The manufacturer will continue to monitor complaint trends for this product.